Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient was hospitalized for a low blood glucose (bg) level of 31 mg/dl with severe dizziness and a severe headache associated with an alleged inadvertent infusion of insulin issue. Reportedly, the patient remained hospitalized was treated by a healthcare provider with insulin via injection, intravenous (IV) glucose, intravenous (IV) fluids and food and/or drink. During troubleshooting with customer technical support (cts), it was revealed that the patient remained attached to the pump during the prime step and inadvertently infused 182 units of insulin. It was also reported that the patient is legally blind and was unable to fully see what they were doing and was attached while priming the pump. This complaint is being reported because there was a bg excursion requiring medical intervention associated with use error of the pump.